Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced a hardware error. At the time of the call, dexcom technical support advised patient to reset device. Dexcom has issued an rga for patient to return device to be investigated.

Manufacturer narrative:
The complaint device was returned and a review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure. Unrelated to the original complaint, the universal serial bus (usb) case interface was noted to be damaged. CAPA has been initiated for this issue.